Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 (mg/dl). Orange juice was consumed to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Pump logs recorded a 1 unit carbohydrate bolus at 12:04am. This bolus, along with the customer's normal basal settings, could attribute to low level bg. The user's target bg programmed into the pump is 95 and 100, depending on which profile is running; this is a low target bg and can cause an overshoot of the insulin if care is not taken. There is no data that shows a pump malfunction contributed to the user's low bg event